Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: complaint reopened because additional information was received: no new imaging was provided and since the only relevant additional information was that the filter was retrieved "without difficulty" the attached image review of (B)(6) 2016 is not altered and the below investigation dated 09jan2017 is still valid and remains unchanged. The celect-pt filter was placed in an infrarenal position without significant tilt or penetration in a patient with multiple traumatic osseous abnormalities including complex pelvic fracture involving the right iliac bone, the left inferior and superior pubic rami as well as the right inferior pubic ramus. At intended filter retrieval approx. 5 months later imaging demonstrated the filter in an unchanged position, but with a significant thrombotic burden within the inferior vena cava filter and both iliac veins resulting in innumerable prominent retroperitoneal collaterals. Filter retrieval was canceled due to patient¿s significant trauma ultimately resulting in quadriplegia and consequently the patient was at high risk for developing deep venous thrombosis. Determining whether or not the filter potentially captured thrombus in the filter which acted as a nidus to thrombosis of the inferior vena cava and iliac vessels as opposed to in situ thrombosis of the filter, cannot be determined. The filter was retrieved approx. Eight months after placement and there is no discussion in the complaint report regarding any symptoms attributable to the caval and iliac thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: global study (B)(6) site reported caval thrombus at retrieval ¿possibly¿ r/t the study device. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 19.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 (two days post-procedure) the procedure x-ray was completed. There was no evidence of filter fracture, filter embolization or migration. Filter tilt was zero degrees. At 168 days post-procedure the site reported caval thrombosis. Treatment included medical treatment. Filter retrieval was canceled. Site indicated this event was ¿possibly¿ related to the device. Site stated the device did not malfunction or deteriorate. Pre-existing condition of quadriplegia (high vte risk) caused or contributed to this event. Additional information received 02mar2017: on (B)(6) 2016 (168 days post procedure), the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis concurred with the site¿s assessment. There was no evidence of deformation. The angle of filter tilt was 1.1 degrees in the ap view and 2.3 degrees in the lat view. On the same day, the retrieval procedure was terminated due to > 25-99% of thrombus occupying the filter cone. Analysis concurred with the site¿s assessment. On (B)(6) 2016 (251 days post procedure), the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, migration, or tilt. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 1.1 degrees in the ap view and 0.6 degrees in the lat view. On the same day, the filter was endovascularly retrieved via the right internal jugular vein without difficulty. There was = 25 % of thrombus occupying the filter cone before retrieval. Analysis of the retrieval procedure venacavagram revealed > 25 ¿ 99 % of thrombus occupying the filter cone. Filter legs did appear outside the column of contrast before retrieval. The angle of filter tilt in the ap view was 4.5 degrees. There was no extravasation of contrast after filter retrieval. On the same day, the patient was diagnosed with ivc scarring secondary to chronic thrombosis. Treatment included the continuation of apixaban for eight weeks. The investigator determined that the ivc scarring was ¿possibly¿ related to the study device and that the pre-existing acute dvt caused or contributed to the event. The device did not malfunction or deteriorate in characteristics or performance. Patient outcome: the patient completed and exited the study on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: global study(B)(4), pt (B)(6) site reported caval thrombus at retrieval "possibly" r/t the study device. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 19.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 (two days post-procedure) the procedure x-ray was completed. There was no evidence of filter fracture, filter emobilization or migration. Filter tilt was zero degrees. At 168 days post-procedure the site reported caval thrombosis. Treatment included medical treatment. Filter retrieval was canceled. Site indicated this event was "possibly" related to the device. Site stated the device did not malfunction or deteriorate. Pre-existing condition of quadriplegia (high vte risk) caused or contributed to this event. Patient outcome: the patient completed and exited the study on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: the celect-pt filter was placed in an infrarenal position without significant tilt or penetration in a patient with multiple traumatic osseous abnormalities including complex pelvic fracture involving the right iliac bone, the left inferior and superior pubic rami as well as the right inferior pubic ramus. At intended filter retrieval approx. 5 months later imaging demonstrated the filter in an unchanged position, but with a significant thrombotic burden within the inferior vena cava filter and both iliac veins resulting in innumerable prominent retroperitoneal collaterals. Filter retrieval was canceled due to patient¿s significant trauma ultimately resulting in quadriplegia and consequently the patient was at high risk for developing deep venous thrombosis. Determining whether or not the filter potentially captured thrombus in the filter which acted as a nidus to thrombosis of the inferior vena cava and iliac vessels as opposed to in situ thrombosis of the filter, cannot be determined. The filter was retrieved approx. Eight months after placement and there is no discussion in the complaint report regarding any symptoms attributable to the caval and iliac thrombosis. It has been reported in the literature that the presence of an ivc filter does increase the risk of dvt/ivc thrombosis, even in the setting of anticoagulation. A reference is made to the instructions for use (IFU): potential adverse events: pulmonary embolism, filter embolization, vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: global study (B)(6) site reported caval thrombus at retrieval ¿possibly¿ r/t the study device. During the index procedure on (B)(6) 2015, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 19.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 (two days post-procedure) the procedure x-ray was completed. There was no evidence of filter fracture, filter embolization or migration. Filter tilt was zero degrees. At 168 days post-procedure the site reported caval thrombosis. Treatment included medical treatment. Filter retrieval was canceled. Site indicated this event was ¿possibly¿ related to the device. Site stated the device did not malfunction or deteriorate. Pre-existing condition of quadriplegia (high vte risk) caused or contributed to this event. Patient outcome: the patient completed and exited the study on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: global study (B)(6) site reported caval thrombus at retrieval ¿possibly¿ r/t the study device. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 19.3 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.3 degrees. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 (two days post-procedure) the procedure x-ray was completed. There was no evidence of filter fracture, filter emobilization or migration. Filter tilt was zero degrees. At 168 days post-procedure the site reported caval thrombosis. Treatment included medical treatment. Filter retrieval was canceled. Site indicated this event was ¿possibly¿ related to the device. Site stated the device did not malfunction or deteriorate. Pre-existing condition of quadriplegia (high vte risk) caused or contributed to this event. Additional information received 02mar2017: on (B)(6) 2016 (168 days post procedure), the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis concurred with the site¿s assessment. There was no evidence of deformation. The angle of filter tilt was 1.1 degrees in the ap view and 2.3 degrees in the lat view. On the same day, the retrieval procedure was terminated due to > 25-99% of thrombus occupying the filter cone. Analysis concurred with the site¿s assessment. On (B)(6) 2016 (251 days post procedure), the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, migration, or tilt. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 1.1 degrees in the ap view and 0.6 degrees in the lat view. On the same day, the filter was endovascularly retrieved via the right internal jugular vein without difficulty. There was = 25 % of thrombus occupying the filter cone before retrieval. Analysis of the retrieval procedure venacavagram revealed > 25 ¿ 99 % of thrombus occupying the filter cone. Filter legs did appear outside the column of contrast before retrieval. The angle of filter tilt in the ap view was 4.5 degrees. There was no extravasation of contrast after filter retrieval. On the same day, the patient was diagnosed with ivc scarring secondary to chronic thrombosis. Treatment included the continuation of apixaban for eight weeks. The investigator determined that the ivc scarring was ¿possibly¿ related to the study device and that the pre-existing acute dvt caused or contributed to the event. The device did not malfunction or deteriorate in characteristics or performance. Patient outcome: the patient completed and exited the study on (B)(6) 2016.